Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a kidney stone removal procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the tip of the laser fiber was noticed to be broken when it was opened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no reported patient complications as a result of this event.